Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation, and no other additional information was received from the national joint registry. More detailed information about the patient's medical history, the event details and the involved device(s) must be available to determine the root cause. If any additional information becomes available, the investigation will be reopened and re-evaluated accordingly. Please note, that reports received from the national joint registry are not published reports and therefore web link is not available.

Event description:
The manufacturer received a report from the national joint registry that contains unpublished collected data on the usage and the outcomes of the ankle joint replacement. The report details analysis provided for revision procedures performed between (B)(6) 2019 to (B)(6) 2025. During the review of the report, it was identified that on (B)(6) 2025 a patient required revision surgery due to infection - active, which was not previously reported to the manufacturer.

Event description:
The manufacturer received a report from the national joint registry that contains unpublished collected data on the usage and the outcomes of the ankle joint replacement. The report details analysis provided for revision procedures performed between (B)(6) 2019 to (B)(6) 2025. During the review of the report, it was identified that on (B)(6) 2025 a patient required revision surgery due to infection - active, which was not previously reported to the manufacturer.

Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidence were provided. The device inspection was not possible as the product was not returned for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Microbiologist reviewed the sterilization procedures, environmental monitoring, bioburden data and the DHR and noted: the subject device was packaged according to established design and process specifications and was sterilized according to procedure. No deviation for a non-conformance could be found. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If device is returned or any further information is provided the investigation report will be reassessed.